Event description:
A malfunction on the pump was reported by the caller, although no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the device, which resolved the malfunction without recurrence. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.